Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise two days post implant, resulting in delivery of an inappropriate shock while the patient was brushing their teeth. Noise was not reproducible in clinic. It was noted that the device was programmed to alternate sensing vector during implant. Review of electrograms (egms) in primary and secondary sensing vectors noted fairly low signal amplitude measurements with larger t-waves and an st segment as high as the r-wave. Technical services (ts) discussed programming options. No further assistance was requested and the clinic plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.